Event description:
During an atrial fibrillation procedure, during transseptal puncture there was skiving. The needle and sheath were prepped in the normal fashion with no reshaping of the sheath or needle. The needle was advanced up the sl1 dilator with a stylet and allowed to rotate freely. The puncture was performed, and then the needle was withdrawn. The sheath aspirated which produced a small plastic shaving. The procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. The returned skived material was a blue, plastic-like substance. No resistance was noted as the returned brk needle/stylet assembly was advanced through the returned dilator. However, the dilator tubing was cut lengthwise, and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.